Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the tubing of a cadd® administration set leaked spontaneously from a manufactured sealed joint, immediately distal to the cassette. The device was being used in a medical daycare. No injury was reported.